Manufacturer narrative:
Litigation documents received. Patient underwent a revision to address pain and elevated metal ions. Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation documents received. Patient underwent a revision to address pain and elevated metal ions.

Event description:
Asr revision reported by sales rep.asr xl - left hip.reason for revision: pain.revision of asr to pinnacle total hip. Asr claim # (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4)

Event description:
Update rec'd 4/23/2015 - decontamination and used medical device for shipping forms received. Dob and part/lot information provided for cup and head. There is no new additional information that would affect the investigation. This complaint was updated on: 04/29/2015.